Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, when the balloon was being inserted it was physically broken. It was reported that a part of the balloon was torn off and fell into the patient's cavity. The procedure was continued normally and the component that disengaged was retrieved using graspers. There was no patient injury.